Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. Service was declined by the customer. Centrifugation was not performed prior to repeat testing of the patient samples. The quality controls (qc) were acceptable. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The customer utilizes stat spin on lithium heparin tubes. This is not the tube manufacturer's recommended handling. While there is insufficient information to determine the cause of the false positive result, preanalytic factors leading to fibrin interference as the causative agent cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed two samples with elevated advia centaur cp troponin ultra (tni-ultra) results that were low upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra results.